Event description:
It has been reported "fractures of both femoral condyle occurred since ps box is huge."

Manufacturer narrative:
Reported event: an event regarding periprosthetic fracture involving a triathlon femoral component was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical information by a clinical consultant indicated: I cannot completely confirm that this event took place since there are no intraoperative photos and no pre-op and immediate post-op x-rays of the primary procedure or the operation report of the revision procedure. Regarding the possible root cause of this event, I cannot determine it with certainty. This type of fractures is multifactorial in nature. [¿] in my opinion these are iatrogenic in nature relating to the way the box is cut, the preparation of the side walls and back wall of the box and the technique of insertion of the femoral component. -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that fractures of both femoral condyle occurred since ps box is huge. Clinician review of the provided x-ray could not confirm this event. The exact cause of the event could not be determined because insufficient information was provided. Further information such as intraoperative photos, pre-op and immediate post-op x-rays of the primary procedure or the operation report of the revision procedure are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It has been reported "fractures of both femoral condyle occurred since ps box is huge."